Event description:
The customer reported to beckman coulter (bec) that there was a blood and diluent leak of approximately 5 ml from the coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a leak from pinch valve (pv43). The fse replaced the tubing resolving the leak. The fse verified the system performance. Failure mode was related to tubing at pv43. (B)(4).